Event description:
It was reported by the rep that the tlc75 devices were used during a colectomy procedure. It was reported that the surgeon placed the instrument on tissue and could not advance firing mechanism. A second instrument was tried and also failed. An instrument from a different lot # was tried and also did not fire. A device from a third lot # was used to complete the case. There was no adverse pt complications.